Event description:
The hospital reported that during a coronary artery bypass procedure, the maquet logo fell off into the patient's chest. The piece was retrieved. The reported unit was used to complete the procedure. There were no other patient effects. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue to pursue the product being returned by the customer. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. (B)(4).